Manufacturer narrative:
Philips service replaced the mrc 200 + 0508 rot-gs 1003 tube, power inverter evr (point evr), and hivo high voltage transformer, adjusted the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the generator was busy, and fluoroscopy was not possible during use on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.